Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Customer stated "inaccurate results. My daughter tested negative for flu and covid. I ended up taking her to immediate care less than an hour later because she felt absolutely terrible, and she tested positive for flu a. Total waste of money."